Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction platform broke during cup impaction. Case type: tha.

Manufacturer narrative:
It was reported that the impaction platform broke during cup impaction. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of device history records indicate that (B)(4) were manufacture under lot 45011016 and were accepted into final stock on 12/06/2016. No non conformance was identified during the inspection. Complaint history review: review of complaints within the trackwise database for p/n 206270, l/n 45011016 show 03 other complaint related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Impaction platform broke during cup impaction. Case type: tha.